Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus and basal delivery and motor position encoder error alarm confirmed in the history file. The insulin pump was unable to verify power deadlock alarm due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, display window, belt clip slot and battery tube threads. Unit received with minor scratched display window. The insulin pump received with stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received motor position encoder error alarm and a power deadlock alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to magnetic locks. The insulin pump will be returned for analysis.